Manufacturer narrative:
The insulin pump received a button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump. The pump was received with a cracked case and display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated there was also a crack on the upper right hand corner of the display window. Customer stated that the screen was fogging up after his run today. Customer's blood glucose was 101 mg/dl. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer was perspiring while running. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.